Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. Multiple follow-up attempts were made to confirm the issue was resolved, however, the customer did not respond to follow-up attempts.